Event description:
This pt presented with complaints of pain right knee, instability with flexion and medial/lateral motion. The pt has a history of stepping into a hole and twisting this knee. Total knee components were removed and replaced. Pathology report shows chronic inflammation and foreign body resection and scarring.